Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the 30th july 2019. The device was returned with a reported fault of ¿3 short beeps from the AED¿. All leds and status indictors were verified during investigation and no measurable faults were identified on the device that would indicate an issue with the beeper. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 450p.

Event description:
We hear a series of 3 short beeps come from the AED, while it is sitting in our 70 degree home. When we get to the device, the green light is blinking. The check is always normal. There was no patient involved in this event.

Event description:
We hear a series of 3 short beeps come from the AED, while it is sitting in our 70 degree home. When we get to the device, the green light is blinking. The check is always normal. There was no patient involved in this event.